Manufacturer narrative:
(B)(4). One nexgen lpa flex precoat size d right femoral implant was returned with complaint for review. Visual examination confirmed ldpe residue on the edge of the posterior lateral condyle and the posterior aspect of the cam. The device is used for treatment. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
During surgery, while opening a femur, the implant was noted to have polyethylene material residue adhered to the sterile femur component.